Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. Fse replaced multiple hardware parts including ratio pump, electrolyte injection cup (eic), na measuring electrode, pre-amp board, carbon bridge, modular chemistry (mc) sample probe, mc syringe, t-valve and associated tubing to resolve the issue. The cause was hardware components. No patient demographics provided. (B)(4).

Event description:
The customer reported the unicel dxc 660i synchron access clinical system generated erroneous high sodium (na) and chloride (cl) results. Erroneous results were not reported outside of the lab. No change in patient treatment reported. Customer reported qc recoveries were within the lab established ranges.